Manufacturer narrative:
Serial #: (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 05/24/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: a review of the product analysis has been conducted by medical surveillance. It has been determined that no additional regulatory report is required based on the findings. The available black box data showed no evidence of short battery life. The pump¿s current draws were found to measure within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.